Manufacturer narrative:
A ge service representative performed an onsite investigation but was unable to duplicate the reported problem. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display an image. No pt injury was reported.